Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was alarming with no message, when a smiths medical, cadd medication cassette was attached with 94 ml left in the reservoir. It was reported that troubleshooting was unsuccessful with the pump however when a new cassette was attached no further alarms occurred. No adverse patient effects were reported. No additional information is available at this time.